Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -4.00/+4.0/174 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The patient experienced refractive surprise. Lens remains implanted. The cause of the event was reported as unknown.